Manufacturer narrative:
(B)(4). Investigation summary: per service manual operational and diagnostic analysis did not confirm the reported electrical safety issue. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4); batch #: not applicable.

Event description:
It was reported that the device didn't pass the preventive maintenance. The electrical contact is too high. No more information available.